Event description:
Technician had inserted IV in preparation for a nuclear medicine scan. When flushing with normal saline after insertion, noted bloody fluid leaking out of IV device where catheter attaches to hub. IV removed and replaced with a new device.